Event description:
It was reported that the patient was diagnosed with elevated level of chrome and cobalt ions.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A clear correlation between the developed metal allergy of the patient and the product cannot be ruled out as it is already known for similar metal on metal devices from literature (k. De smet, r. De hann, a. Calistri, p.a. Campbell, e. Ebramzadeh, c. Pattyn, and h.s. Gill. Metal ion measurement as a diagnostic tool to identify problems with metal-on-metal hip resurfacing. Jbjs am. 2008; 90: 202-208). Our investigation has shown that metal ion measurements for the durom system are comparable to other (B)(4) devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU ((B)(4)). This is unfortunately patient dependant and can occur with a low percentage rate with all kind of metal on metal based products. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).